Event description:
It was reported to st. Jude medical that the pt called for emergency assistance on 17 feb 2000 complaining of multiple shocks. When the ambulance arrived, the pt had expired. Upon reviewing the stored diagnostics oversensing and random noise was observed. However, the ICD had delivered all programmed therapies twice in two sequential episodes. There was no evidence that the ICD or lead may have caused or contributed to the event. During failure analysis, lead damage indicative of clavicular crush was discovered. As a result of these findings, this event is being reported to FDA.